Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract one non-functional cardiac lead. The physician was using a tightrail to extract a fractured lv lead. The insulation on the lead broke below where the physician was using the tightrail. The lld ez was removed from the lead and the physician discontinued extraction. This report is being made as it was the physician's opinion that this occurrence was likely due to the lead having already been fractured; however it cannot be determined with certainty if the tightrail contributed additional lead damage.

Manufacturer narrative:
Device 510k number has been corrected to reflect the most current and up to date number, as of the date of the initial report.